Event description:
During a rectum cancer resection procedure, after firing the device the surgeon found the breakaway waher had been cut and the staples were malformed. Used hand sewing to finish procedure. There was no reported patient consequence.